Event description:
New information notes that the patient presented remotely on (B)(6) 2021 with additional episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via a merlin.net transmission on (B)(6) 2021 with an episode of non-sustained right ventricular over-sensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021, which resolved the issue. The patient was stable.